Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a routine echo showed a mobile echodensity mass on the right ventricular (rv) lead. This looked to be related to the thrombus on the implantable cardioverter defibrillator (ICD). It was noted that this happened in spite of being on blood clot medication, and a scan is not suggestive of pulmonary embolus. Blood cultures were taken and were negative. Since the patient¿s ejection fraction had improved over four years with no ICD therapies the physician decided to explant the ICD system. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.